Event description:
It was reported the patient's scs lead migrated. A CT scan taken showed the lead possibly migrated to the left side of the epidural space. Reportedly when the patient's scs system was turn on, the company representative was only able to provide unilateral, left-sided stimulation. It was undetermined if bilateral coverage could be obtained with the current lead location. Subsequently, the patient's physician decided to remove the patient's entire scs system.